Manufacturer narrative:
The package insert for this device states "implants may be removed after fracture or other bony non-union has healed. Implants can loosen, fracture, corrode, migrate, or cause pain. If an implant remains implanted after complete healing, the implant may cause stress shielding, which may increase the risk of refracture or recurrence of non-union in an active patient. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Adequate postoperative management to avoid refracture or recurrence of non-union should follow implant removal." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of four for the same event.

Event description:
The distributor reported a sternalock revision surgery. He reported the patient's sternum healed; the patient is a plumber who went back to work shortly after surgery and hasn¿t slowed down since. The diagnosis was chronic pain, therefore the plates and screws were removed.